Event description:
It was reported that the customer went to sit on the rollator when the crossbar weld fractured which caused him to fall. He sustained a half inch laceration to his arm. A neighbor helped him cover the laceration with a simple dressing. On (B)(6) 2025, the customer presented to the emergency room still feeling unwell from his fall. It was discovered that he had two fractured ribs.

Manufacturer narrative:
It was reported that the customer went to sit on the rollator when the crossbar weld fractured which caused him to fall. He sustained a half inch laceration to his arm. A neighbor helped him cover the laceration with a simple dressing. On (B)(6) 2025, the customer presented to the emergency room still feeling unwell from his fall. It was discovered that he had two fractured ribs. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.